Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow up patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited non-capture and intermittent sensing. On (B)(6) 2018, the patient presented for a lead revision procedure. The lead was repositioned however the same non-capture and intermittent sensing was observed. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.